Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for non-malignant pain indications for use. It was reported that they were trained in how to clear the data when the controller gets stuck at 90 percent. The patient stated they did that, but the controller was still stuck. The agent walked the patient through clearing thedata. The patient will monitor and call back if needed. .

Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software product ID: hh90t01; serial# (B)(6). Product type: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.